Manufacturer narrative:
(B)(4). Date sent 6/12/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 6/13/2025 d4 batch # 746c36. Investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the cdh29b device arrived with no apparent damage with the anvil partially inserted in the trocar. There were no staples present in the pockets and the breakaway washer was uncut and without marks. Further analysis shows that the anvil was received with the locking spring damaged and the anvil shaft bent with scratches. The device was reloaded with staples and tested with a test washer and anvil for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. The condition of the washer uncut indicates that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Do not clamp across or grip on the locking springs when attempting to reattach the anvil. To avoid inclusion of tissue within the anvil shaft, do not use it for piercing. Instead, insert the ancillary trocar (included with stapler) into the anvil shaft as described in the section on ¿use of ancillary trocar.¿ please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 746c36, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Date sent 8/26/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details for "opened the stump of the rectum"? Did the device staple? If yes, was the staple line complete (fully circular)? Did the device have staple line issues? Malforms, missing staples, no staples etc? Was the breakaway washer completely cut? Were there two complete tissue donuts? Was it a partial cut? If so what was cut partially, washer or tissue? If yes/no, was there any issue with the cut. Did the device cut the tissue? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a reto sigmoidectomy there was a presence of failure in the warhead, it did not fix in the stapler and opened the stump of the rectum. Needed rectum closure with prolene simple points. Patient in dorsal decubitus. Antissesia, placement of steresis fields vesical probe of delay. Inventive median laparotomy of the cavity, absence of carcinomatosis, without hepatic nodules. Performed placement of rolinho-type retosigmoid retosigmoid in the line of told released all sigmoid and left colon. Ligature of branch of the lower mesenterica and sigmoid colon release above the plan and nervous plexus of the hypogastric total excision of the mesorectus aderencia in the upper plane, achieving loberate of the seminal vescula exeresis of all mesoreto the pelvic wall performed section of the rectum with countur stapler. Section of the surgical part. Used circular stapler 29 with termino-lateral anastomosis. Use of linear stapler for closing the left colon stump. Presence of fault in the beam the same did not fix in the stapler and on top opened the stump of the rectum necessary closing the rectum with prolene simple points. [Closure test with blue without exhaust]: left colon opening. Removed ogiva, passage of new ogiva, used extra charge to close the left colon reinforcement of the clamp line. Anastomosis terminus - lateral stapler. Blue without exhaust test. Pelvixa lymphadenectomy adjacent to arteria and iliac vein and obturatoria, sent separation of compress count. Placed two drains in a region of pelvico void. Isolated ileo terminal ha 29 cm from ceco. Manufacture of ileostomy in handle. Mature ileostomy count of laparorrafia skin sintesis compresses.